Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
According to the article in the ¿stent assisted coiling of unruptured mca (middle cerebral artery) aneurysm using the lvis jr. Device: a multicenter registry¿ study, 162 patients with unruptured mca aneurysms were included for the analysis. During stent implantation procedure according to the author subject device was also used. Preprocedural dual antiplatelet therapy was administered for at least five days prior to the treatment acetal salicylic acid in a dose of 150 mg/day and clopidogrel in a dose of 75 mg/day all procedures were performed under general anesthesia and systemic heparinization by experienced intervention radiologist via the femoral approach was mentioned. Follow up dual antiplatelet therapy continued for at least three months after discharge. Immediate angiographic outcome and periprocedural complication reported in a literature study were 6 patient with transient ischemic attach (tia), 3 patients had ischemic stroke and 2 patients groin hematoma at puncture site and 1 of the patients with groin hematoma also developed a femoral artery pseudo aneurysm. Though the direct relation with the subject device was not mentioned in the study. No further information is available.

Event description:
According to the article in the ¿stent assisted coiling of unruptured mca (middle cerebral artery) aneurysm using the lvis jr. Device: a multicenter registry¿ study, 162 patients with unruptured mca aneurysms were included for the analysis. During stent implantation procedure according to the author subject device was also used. Preprocedural dual antiplatelet therapy was administered for at least five days prior to the treatment acetal salicylic acid in a dose of 150 mg/day and clopidogrel in a dose of 75 mg/day all procedures were performed under general anesthesia and systemic heparinization by experienced intervention radiologist via the femoral approach was mentioned. Follow up dual antiplatelet therapy continued for at least three months after discharge. Immediate angiographic outcome and periprocedural complication reported in a literature study were 6 patient with transient ischemic attach (tia), 3 patients had ischemic stroke and 2 patients groin hematoma at puncture site and 1 of the patients with groin hematoma also developed a femoral artery pseudo aneurysm. Though the direct relation with the subject device was not mentioned in the study. No further information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient tia (transient ischemic attack), patient stroke, patient hematoma and patient pseudoaneurysm.